Event description:
It was reported that during a general surgery procedure, the hand activation was intermittent. Another device was used to complete the procedure without consequence to the pt.

Manufacturer narrative:
H4,6: information anticipated, but unavailable at this time.